Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged monitor case) has been confirmed.  Upon investigation the monitor was unable to undergo incoming functional testing. The monitor's electrode belt connector was broken free from the monitor enclosure and missing. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged monitor case) has been confirmed. Upon investigation the trunk cable connector was physically damaged and stuck inside the dislodged monitor receptacle. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective belt. Device manufacture dates: monitor: 04/24/2018, belt: 11/09/2015.

Event description:
A us distributor reported that a patient's monitor case was damaged.